Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that prosthetic aortic valve restenosis occurred. Procedure summary: the index procedure was performed in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus valve. Successful repositioning of the lotus valve involved partial re-sheathing in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use. Six (6) days post index procedure, the subject was discharged on clopidogrel and aspirin. Post procedure event summary: in (B)(6) 2019, 1583 days post index procedure, echocardiogram revealed aortic valve re-stenosis. A computed tomography (CT) scan and echocardiogram was performed as a diagnostics. The event was treated with medications. At the time of reporting, the event was considered to be not resolved.